Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. This report is for an unknown quantity of unknown 2.7mm variable angle locking screws. Other number¿UDI: part number unknown, UDI is unavailable. Therapy date: date of implant is unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a revision surgery on (B)(6) 2016 to remove a variable angle locking distal tibia plate and an unknown quantity of unknown broken distal 2.7mm variable angle locking screws. The devices were removed with little difficulty. No additional devices were implanted. Intraoperatively, there was no patient harm or surgical delay and the procedure was completed successfully. The patient was initially implanted with the devices on an unknown date. This report is for an unknown quantity of unknown 2.7mm variable angle locking screws. This report is 1 of 1 for (B)(4).